Event description:
A customer in (B)(6) reported misidentifications for two patient strains in association with the vitek® ms instrument. Strain 1: cocci gram positive, run 1: no identification (B)(6) 2019), run 2: (B)(6), (B)(6) 2019, run 3: (B)(6), (B)(6) 2019, expected ID: actinomyces europaeus; strain 2: bacilli gram negative, run 1: escherichia coli (B)(6) 2019), run 2 : veilonella dispar 50% - veillonella parvula 50% (B)(6) 2019), run 3: abiotrophia defectiva (B)(6) 2019) identification probable. The customer stated that incorrect results were reported to a physician and that treatment was delayed for the patients, and the patients were not harmed or treated incorrectly. There was a delay in reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of misidentifications of actinomyces europaeus and abiotrophia defectiva in association with the vitek® ms instrument using knowledge base (kb) version 3.2. Biomérieux analyzed the data provided from customer. Conclusion on the system: the customer's system was operational during the tests. The customer's spot preparation quality is not optimal, the calibrator "all peaks" values are quite heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator). Conclusion on the identification: strain 1: suspected identification was actinomyces europaeus (gram positive bacilli), however this is not consistent with the gram stain result of gram positive cocci. Strain 2: suspected identification was abiotrophia defective(gram positive cocci), however this is not consistent with the gram stain result of gram negative bacilli. Based on the investigation, three hypothesis could explain the identifications issues: slide re-used several times by cleaning the slide and by doing new deposit. It is the most suspected cause of the identification issue. In this case it is a misuse as the slides must never be reused, it could lead to identification issues (calibrator and sample spots not well cleaned, spots damaged, mixed colonies on the same sample spot). It is clearly mentioned in the vitek ms workflow user manual 4501-2233 - f : "important: the vitek® ms-ds target slides are designed for single-use only and must never be reused." Non optimal spot preparation. If slides are re-used, it could also explained this situation (calibrator and sample spots not well cleaned, spots damaged). Mixed culture: sample not well isolated on the petri plate, and several different strains present on the petri plate have been put on the same spot. There is a specific note in the vitek ms workflow user manual 4501-2233 - f : "the vitek® ms system is not for use directly with clinical specimens or with mixed cultures. An appropriate stain (acid fast stain for example) and microscopic observation should be performed so that the correct sample processing method of isolates is selected and utilized. This microscopic observation also avoids working with a mixed culture and gives an indication when subculture and purification is needed before further testing." Suspected causes: misuse: slide re-used several times. Non optimal spot preparation . Misuse: test done from a mixed-culture.